Event description:
Customer reported that the gem premier 4000 cartridge failed due to a process solution not detected error. During the subsequent complaint investigation by instrumentation laboratory, we identified that all calibrations, except b-calibrations, were missing for four days. There was no known adverse event to this incident.

Manufacturer narrative:
The internal investigation of the gem premier 4000 cartridge data identified a software defect that caused the analyzer to run continuous b calibrations for four days, leading to the eventual process solution detection failure. During the four-day period, the user was able to run samples because the b calibrations were interruptible. The twentieth sample triggered the software to break the continuous loop and run a, c, and d calibrations. There were no drift errors for slope or c and d solutions when the full calibration schedule resumed. Il is further investigating this incident and evaluating the associated risk. Based on the outcome of the risk assessment, il will take the necessary regulatory actions as appropriate.